Event description:
It was reported that during the hip procedure, the view went blank. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for the view went black. A visual inspection was performed and showed no damage to the scope. The scope was attached to the camera system and provided a clear sharp image. No manufacturing related defects were observed. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be, no problem found. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.